Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the plunger of the prostyle device came out prior to suture deployment. It was possible that step 2 (depressing the needle plunger) was not performed prior to completing step 3 (pulling back the needle plunger). The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to a sheath size greater than 8.5f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.